Event description:
A customer reported receiving an error 658 on the display of their precision xtra blood glucose meter, and could not properly obtain a glucose reading. As a result, the customer reported feeling weak, fatigued, and that her "throat was very tight." The customer then reported that on two separate occasions within the three weeks prior to calling adc customer service, experiencing a loss of consciousness. She reported taking glucose tablets to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.